Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided¿.

Event description:
Dr. (B)(6) that he had taken approx. 6 rotator cuff patients back in to surgery for irrigation/debridement over approximately 1 year. Shoulders were negative for infection. Upon washing out the shoulders, the patients seem to do fine and recover with no ongoing issues.